Manufacturer narrative:
Per (B)(4). Additional information, including the cup lot code, part nos. And lot cods of any other revised devices, operative notes, post primary and pre revision x-rays, patient "detais" and patient medical history was requested in order to progress with the investigation of this event, however, this information has not been provided and thus an investigation cannot be conducted. The lot code of the reported cup was not provided and thus the relevant device manufacturing records could not be identified or reviewed. As this event was not due to the performance of the device, but was the result of the patient experiencing a fall, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Trinity revision after approximately 5 years and 5 months due to cup migration following a fall.